Manufacturer narrative:
H3 other text : suspect cls were discarded.

Event description:
On (B)(6) 2023, an eye care professional (ecp) in india reported a patient (pt) experienced discomfort on both eyes (ou) while wearing acuvue® oasys® for astigmatism brand contact lenses (cls) in the united states (us) last year. The pt's "eyes were not ok upon removal of the lenses." The pt visited an optometrist in the us, and was diagnosed with a "severe corneal ulcer (affected eye not provided)." The ecp could not provide further information regarding the visit. On (B)(6) 2023, the ecp provided additional information. After the pt visited the doctor in the us last year and was diagnosed with "severe corneal ulcer," the doctor advised her to discontinue cl wear. The pt returned unused lenses to the ecp "this year, and pt's eyes were fine." Multiple attempts were made to request additional medical information and product availability from the pt with no success. No additional information has been provided. No additional medical information is expected. This report is being submitted as a worst-case event as we have been unable to verify the pt's diagnosis of "severe corneal ulcer" with the treating doctor. The event date is being estimated as (B)(6) 2022 as the pt did not provide an exact date. The ecp provided lot number l004szk for the pt's right eye (od) and lot number l0052vj for the pt's left eye (os). As it is unknown in which eye the pt was diagnosed with "severe corneal ulcer," this report is for unknown (unk) eye. A lot history review was performed for the lot numbers provided and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot numbers l004szk and l0052vj were produced under normal conditions. The suspect cls were discarded. No additional investigation can be conducted. If any further relevant information is received, a supplemental report will be filed.